Manufacturer narrative:
No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was at end of life (eol), and was scheduled for replacement. The field representative believed eol was reached due to charge time. Technical services (ts) discussed interrogation at eol. No adverse patient effects were reported. Additional information was received that the device was explanted and sent to the pathology department at the hospital.